Manufacturer narrative:
Review of results: visually all cells appeared negative. Per the crrid package insert: negative reactions will be obtained if the test specimens contains antibodies present in concentrations too low to be detected by the test methods employed.

Event description:
Customer reported unexpected negative results during echo validation. The echo generated negative results when testing samples with capture-r ready ID (crrid).